Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the up and down buttons on the infusion device do not function and the protective rubber on the up button is damaged. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
Product was received for evaluation on (B)(4) 2013. The complaint cannot be verified due to mishandling of the product. The soft component of the up and down button is damaged due to handling with sharp objects. The buttons should not be actuated by using hard or sharp objects. Due to this damage to the housing, liquid entered the pump electronics compartment and led to a corroded electrical connector of the buttons. Therefore, the down button is defective.